Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult accucath guidewire advancement was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 2.25¿ accucath peripheral IV catheter assembly. The sample was received fully assembled. Usage residues were observed throughout the sample. An attempt to advance the guidewire was initially unsuccessful. The wire was eventually successfully advanced against resistance. Coil tip deformation appeared to be the cause of the resistance to wire advancement. Microscopic inspection of the guidewire confirmed abundant deformation/kinking throughout the coil region. The guidewire was intact. Both blood product residue within the needle shaft and the deformation of the guidewire coil tip appeared to be the cause of the observed resistance to wire advancement. The wire deformation was consistent with attempted advancement against resistance, such as into tissue, and the blood residue indicated that occurred during attempted device insertion. A lot history review (lhr) of reeq4025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion, the wire wouldn't advance. A new device was placed. Additional information received 8/21/2020: it was reported the PICC was placed in the left basilic vein in the upper arm. There was no patient harm or any extensive tissue damaged. It was determined that the returned device was found kinked during evaluation.